Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the device was not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record. Engineering evaluation noted that the revision reported was likely the result of the patient contracting arthrofibrosis, which led to pain. The surgeon stated the event was "unlikely related" to the devices.

Event description:
Index surgery: (B)(6) 2016. Revision of right knee components due to arthrofibrosis. The adverse event form indicates this event is unlikely related to devices. This event report was received through clinical data collection activities.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the device was not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record. Pending evaluation.

Event description:
Index surgery: (B)(6) 2016. Revision of right knee components due to arthrofibrosis. The adverse event form indicates this event is unlikely related to devices. This event report was received through clinical data collection activities.